Manufacturer narrative:
One cardiomems patient electronic system with power accessories was received for evaluation. External and internal visual inspections of unit revealed exposed wires on the power supply cable. The exposed and damaged wires on the power supply was confirmed and determined to be one of the root causes of the unit not powering on.

Event description:
The patient reported fraying and expose wires of the power supply. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.